Event description:
It was reported that during a da vinci-assisted surgical procedure, the maryland bipolar forceps instrument input disk was found broken when the instrument was removed. The user completed the procedure using the backup instrument with no further issue reported. No fragment fell inside the patient. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the site and obtained the following additional information regarding the reported event: no incidence of inadvertent energy activation of another energy device during use of the maryland bipolar forceps instrument. The instrument inspected after use and no issue was found.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the maryland bipolar forceps instrument involved with this complaint and completed the device evaluation. The instrument was analyze and found to have thermal damage on the bipolar yaw pulley. The instrument had charring and localized melting at the instrument yaw pulley. No conductor wire damage confirmed. The instrument passed the electrical continuity test. The probable root cause of thermal damage is associated to carbonized tissue on the grips of this bipolar instrument creating a conductive path during use. Thermal damage can also result due to inadvertent energy application from a monopolar instrument. Inspection of the instrument found a broken input disk (disk # 6). It was found completely detached from the housing. Hairline cracks were found on grip input shaft # 7. Improper cleaning during reprocessing is a known cause of this issue. Further inspection identified unrelated observations. Scratch marks/abrasions were found on the edge of the bipolar yaw pulley. Frayed grip cable at the distal idler pulley was found. The frayed cable strands stuck out at the wrist. The probable root cause of broken and cracked input disks is associated to use and reprocessing conditions. The input disk component consists of ultem material insert molded over a steel pin. The insert molding process results in residual stress in the plastic portion of the input disk. These residual stresses can be susceptible to chemical or thermal stresses, which can result in the appearance of cracks in the ultem material. Under repeated or prolonged chemical or thermal exposure cycles, these cracks can propagate into larger cracks, and may cause the input disk to break and separate from the instrument. The current input disk designs are susceptible to cracking when not thoroughly rinsed following cleaning with some enzymatic detergents. Scratches or abrasions to the yaw pulley are deemed cosmetic damage. The probable root cause is attributed to damage from mishandling/misuse, which may include an accidental drop of the instrument or inadvertent collisions with other instruments/hard surfaces.